Event description:
The customer reported two fluid leaks each of approximately less than 1ml from a coulter lh 780 hematology analyzer. The first leak was described as yellow fluid in the front left of the analyzer that dripped off the countertop and onto the floor. The second leak was blue fluid, on the countertop only, under the instrument. The leaks were observed when the customer was preparing to run quality controls (qc), walked passed the instrument and observed a puddle under the instrument. The source of the leak(s) could not be determined by the customer. The instrument remained operational for daily startup and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. Although the customer reported two leaks from the instrument, the fse confirmed only one leak source, due to a broken pinch valve vl4a base causing the hemoglobin (hgb) chamber to not drain correctly at the bath overflow chamber, vc10. Pinch valve vl4a drains the hgb cuvette. The fse replaced vl4a and its base and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).